Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported by the surgeon that he is revising a patient's hip and believes to have a fractured ceramic component.

Manufacturer narrative:
H3: please disregard previous report as this event was mistakenly reported as a revision of an exactech device. Additional information received since states the revision did not involve exactech devices.